Manufacturer narrative:
Device evaluation of battery 86557202 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery connector was damaged and unable to fit into a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.

Event description:
A us distributor reported that a battery charger had a battery charger problem. A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was isolated to the bga failure of pld component u1003 and pxa component u104 on the c/a board. The charger was experiencing resets. The root cause for the u1003 and u104 failure could not be positively identified. There was no adverse event that resulted from the damaged charger. Device evaluation of battery (B)(6) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery connector was damaged and unable to fit into a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged battery.